Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 19mg/dl. The customer was experiencing low glucose for three weeks. The customer stated that he fell confused and stumbling. The customer's most recent glucose reading was 116mg/dl, and he was treated with food. Reviewed the programming, and found that the customer was the day before with her doctor and all programming was confirmed. Advised the customer to call back if issues persist. No further info was provided.